Event description:
It was reported in an article that a total of 44 patients underwent balloon kyphoplasty procedures (bkp) in a 9 month period to treat osteoporotic vertebral compression fractures. This group (group a) was compared to 81 cases of clinical trial subjects that underwent bkp to treat ovcf as well (group b). The article describes indications, intervention time, surgical technique, treatment effects, influences on qol, and complications and their prevention for bkp surgery for ovcf. It was reported that one patient in group a, previously diagnosed with pneumoconiosis, developed pneumonia during follow-up and "transient cardiopulmonary arrest occurred". It was further reported that the patient "did recover". No further information was reported. .

Manufacturer narrative:
Literature citation: daisuke togawa, yukihiro matsuyama. "Balloon kyphoplaty for osteoporotic vertebral fractures". Mon book orthop 2013. Group a = mean age, 76 years (49 to 92 years) and group b (clinical trial) = mean age, 74 years. Group a = 37 females, 7 males. Group b = 64 females, 17 males. Event date is unknown. (B)(6). (B)(4). Location : hospital. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.